Event description:
Report is for pt 3 of 4. A 4.0 initial inr with protime system vs. 2.9 repeat inr with protime system. Pt therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc eval procedures.